Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "side valve disfunction and syringe broken in valve". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "fine". It is unknown the site of the second iab. At the time of this report, the customer has not responded to our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported "side valve disfunction and syringe broken in valve". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "fine". It is unknown the site of the second iab. At the time of this report, the customer has not responded to our requests for additional informaiton. If additional informaiton is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint that the "syringe broken in valve" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.